Manufacturer narrative:
Service was not dispatched for this event. The customer replaced the tubing onto vl108 and performed startup. The root cause of the diluent leak was that a tubing popped off at vl108 (sheath tank refill). The root cause for the blue colored fluid leak is unknown. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 750 analyzer was generating "sheath tank not full" error messages and also found the instrument to be leaking diluent from a tubing which popped off at vl108 (sheath tank refill). The customer indicated that a blue colored fluid was found under the analyzer. Further investigation revealed that only diluent is used in the sheath tank and the only reagent leaking from vl108 could be diluent. A follow-up call with the customer revealed that the leak in the diluter was diluent which probably mixed with blue liquid from a previous spill. The potential blue colored reagents are lh series cleaner and retic stain. The customer replaced the tubing on the vl108 and followed the laboratory protocol to clean up the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection. There was no contact with mucous membranes or open wounds. The operator did not seek medical attention. There was no affect to patient results as the operator had just completed analysis of retic-c cell control at the time of the event and was performing maintenance on the system.